Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer¿s blood glucose level. While the customer was on the phone with technical support, the pump's battery drained and when the pump came back on it was reset, and the customer continued to use the pump for insulin therapy.